Manufacturer narrative:
The device was returned to olympus. Based on the product inspection, olympus confirmed the air/water cylinder and air/water tube was present with white foreign material, it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water tube and air/water cylinder was present with foreign objects. There was no report of patient involvement.